Manufacturer narrative:
Arjo was notified of an event involving a concerto basic shower trolley. It was reported that during the positioning of a resident, the stretcher of the concerto trolley tilted with the resident. As a consequence the resident fell from the device and sustained the contusion of the patient's face, scalp, and neck. During device inspection it was found that 4 of 4 screws that attach the metal mounting bracket (plates) onto the one side of the trolley's stretcher were stripped out of the stretcher. This caused lack of proper connection of stretcher with the device frame, which in consequence was able to tilt. The concerto instruction for use (IFU; 04.ba.05_11) informs that the customer personnel with sufficient device knowledge should perform regular checks of the device: "action before every use: (...) 2. Carry out a thorough inspection for damage. 3. If any part is missing or damaged - do not use the product". "Every week: check mechanical attachments: (...) Check for cracks in the stretcher." The concerto IFU also provides user with supporting figures showing devices areas which should be controlled during preventive maintenance activities. Based on post-market surveillance data and information gathered during this investigation, it appears that the failure may have occurred due to an extensive external force that may have been applied to the stretcher (e.g. Uneven weight distribution on the stretcher), which consequently might weaken/wear the stretcher material. In summary, the stretcher screws torn out, so the device did not perform as intended. The shower trolley was used for a patient hygiene, when the event occurred. This complaint was decided to be reported to the regulatory authority due to malfunction, which led to the patient fall and injury occurrence.

Event description:
Arjo was notified of an event involving a concerto basic shower trolley. It was reported that during the positioning of a resident, the stretcher of the concerto trolley tilted with the resident. The screws securing the metal mounting bracket (plate) were ripped out of the stretcher. As a consequence the resident fell from the device and sustained contusions to the face, scalp and neck.

Manufacturer narrative:
Process of analyzing information is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed.